Manufacturer narrative:
Product ID, 3889-28 lot# serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
Analysis of the lead found the body conductor broken at or near tines. All conductors were broken 3.5 cm from the distal end. The initial MDR was filed as MFR report # 6000153-2012-00195. Additional review indicated the correct manufacturing site was site (B)(4).

Event description:
It was reported that the lead was replaced because, the patient experienced a return of their symptoms and a loss of stimulation. It was noted that the patient's trial began on (B)(6) 2012 and good results were obtained. The internal neurostimulator (ins) was implanted on (B)(6) 2012. The manufacturing representative stated that there were issues finding the right settings. It was noted that the impedance measurements taken on (B)(6) 2012 reported values greater than 4,000 ohms on all contact points. It was further noted that on (B)(6) 2012, an intervention was performed and it was determined that the connection was okay. The external stimulator was used to check the lead for motor and sensory response. It was noted that no response was observed. It was determined that the lead was to be replaced. No patient injury was reported.